Manufacturer narrative:
Product analysis: analysis of the device was able to confirm the customer comment that the external pulse generator (epg) displayed an error code. The printed circuit board (pcb) was reset and updated with firmware. Analysis also noted that the encoder threads were stripped. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) displayed an error message after it was powered on, a message was displayed indicating that the enter button needed to be pressed to restart the device and self-test. The restart was unsuccessful as the error message remained. The device is expected to be returned for service. No patient complications have been reported as a result of this event. It was further reported that the external pulse generator (epg) was received into service and subsequently tested out of specification during manufacturer's analysis.